Event description:
Additional information was received from the physician's office that indicated that the patient was just receiving no benefit from vns therapy. The physician did not indicate that he believes the vns made seizures worse just that it provided no benefit to the patient. MFR report # 1644487-2017-04845 reported the patient's reported pain and migration of the vns generator. Any further updates including surgical intervention will be reported on that MFR. Report.

Event description:
Notes received stated that despite placement of a vns (2016) and the addition of clobazam she continued to have intractable seizures. Office visit stated the patient wanted her vns turned off at this visit in early 2017. The physician¿s impression/ recommendation stated that the patient is not doing well and the progression of her epilepsy is concerning. He states that it could be due to current medication combination (although a particular cause is not apparent) and it could be the vns causing a paradoxical condition. He does state that he would be surprised if it was the vns since the progression was the reason for vns insertion in the first place. Nevertheless, he states that it is clear the vns is not helping. He reduced the vns settings to wean her off of vns. He states they will turn the device off over the next few visits. The patient states that she feels her seizures are worse and that vns is making them worse. Surgery is likely to remove the generator but no surgical intervention has occurred to date. No additional or relevant information has occurred to date.